Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the servers were offline and the carefusion coordination engine (cce) running at 100% cpu, preventing bomgar access and causing communication failures between the database (db), cce, and application servers. A technical support specialist (tss) worked with dcops and temporarily stopped orders to reduce cpu utilization and allow access. Then the core services restarted, order flow restored into the cce, but network issues persisted, leaving devices disconnected and impacting pharmacy workflows. Dcops later identified the root cause as underlying db hardware performance and implemented a solution by migrating the db server to new nvme storage; all services were stopped during the transfer and brought back up afterward. Following the migration, reports resumed printing, orders crossed successfully, and devices gradually reconnected automatically but some required manual service restarts or reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override. Users also reported that when attempting to log in, authentication took approximately 30 seconds to one minute. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. D10: concomitant med prod data: sn: (B)(6) ; location: fc-ivy31, sn: (B)(6) ; location: fc-ed, sn: (B)(6) ; location: fc-anesor6, sn: (B)(6) ; location: fc-anesor7, sn: (B)(6) ; location: fc-anesor8, sn: (B)(6) ; location: fc-fcwe, sn: (B)(6) ; location: fc-fcww, sn: (B)(6) ; location: fc-gensurg, sn: (B)(6) ; location: fc-gimain, sn: (B)(6) ; location: fc-orcore, sn: (B)(6) ; location: fc-ortho, sn: (B)(6) ; location: fc-pacu2, sn: (B)(6) ; location: fc-pacurec. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override. Users also reported that when attempting to log in, authentication took approximately 30 seconds to one minute. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.